Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up for an asymptomatic patient, episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing were observed. The patient did not receive therapy during the oversensing episodes and is not pacer dependent. The device we reprogrammed with no adverse consequences to the patient. The patient is stable.